Event description:
On (B)(6) 2010, the pt was implanted with a gore excluder aaa endoprosthesis contralateral leg component. On an unk date the graft clotted. No add'l info was available.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.